Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 50 mg/ml morphine at 15.8 mg/day and 100 mcg/ml baclofen at 31 mcg/day via an implantable pump for spinal pain. It was reported that the patient had heard their newly implanted pump critically alarm 2 times "last night" on (B)(6) 2016 and 2 times "today". The alarms were noted to be 2-3 hours apart. It was noted that the patient had hearing loss and the other friend or family member wasn't sitting next to the patient all the time, so they were not sure they heard it every time. At the pump replacement for normal battery depletion yesterday, there was no pending alarm notification in the programmer. The programmer had an option to silence audible alarms, but there was no confirmation of an active alarm in the event logs and it was noted that the pump had been implanted with a pending alarm. It was later confirmed in the event logs that a motor stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016. No troubleshooting or interventions were required. It was thought that the pump had stalled due to cold weather and recovered when it got to a warmer climate. The pump was noted to have not stalled since the event. The patient was asymptomatic with no symptoms of withdrawal and had no further issues. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.